Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected calibration anomaly and the customer had a blood glucose value was 470 mg/dl at the time of the incident. The customer treated with a manual injection and stated they were not hospitalized or assisted with an ems. Troubleshooting was performed and the customer was assisted in checking for a damaged cannula. The cannula was not damaged and the customer was advised the device will be returned and replaced.

Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump passed the motor test and no unexpected motor error alarm noted during testing. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).